Event description:
Reportedly, during setup, when the fio2 valve was set to 80%, the display showed a value of 72%. Calibrating the oxygen sensor did not resolve this issue. Upon replacing the sensor, the unit worked normally. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).